Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded episodes exhibiting oversensing and poor morphology at higher heart rates. Boston scientific technical services (ts) reviewed available information and provided suggestions for additional system evaluation, including reacquisition of the stored therapy template. The patient presented for an exercise test at which time a new template was recorded but the patient experienced ventricular fibrillation (vf) that was successfully cardioverted with a manual shock from the device. Due to the episode no further testing was performed at that time. Ts was asked to review the template and episode of vf, however, these were not available as there were no interrogations subsequent to the new template and the episode of vf occurred during an active telemetry session which would not store the event. The physician elected to monitor the patient remotely and continue with routine follow-up visits. Most recent information noted that the physician had scheduled a stress test to acquire a pattern as it seemed the morphology had changed and a review by ts was needed. It was also noted that the patient had received an inappropriate shock involving this s-ICD. A review of the device data by ts confirmed that the patient received an inappropriate shock due to t wave oversensing in (B)(6) 2021, and another untreated episode in (B)(6) 2021 also recorded due to the same reason. Ts noted that the morphology changes observed were similar to the inappropriate shocks recorded in 2018. The field representative noted that it was not possible to compare the discrimination with the new pattern as the patient was tired and dizzy, thus it was not possible to verify the r wave decrease between different postures. Ts performed stimulation of this case which showed that the patient was still exposed to inappropriate therapy even with a new template reference. No adverse patient effects were reported.